Manufacturer narrative:
No root cause was determined for the leaking with the information supplied. Service was not dispatched for this event. (B)(4).

Event description:
A beckman coulter, inc. (Bec) (B)(4) personnel reported receiving one (1) dxi wash buffer cubetainer that was leaking. Three (3) wash buffer boxes were affected by the one (1) leaking wash buffer cubetainer. No effect to patients or end users was reported in connection with this event.